Event description:
It was reported during insertion of PICC, the guidewire was "fractured" and the dilator "opens at the tip". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion of PICC, the guidewire was "fractured" and the dilator "opens at the tip". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided three photos for evaluation. The complaint of guidewire/dilator resistance was able to be confirmed by the photos. The first two photos show the kinked guidewire and the third photo shows damage to the dilator tip. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.